Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) male patient contacted zoll customer support to report that the patient was treated on (B)(6) 2014. Double counting contributed to the false detections. The patient was treated three times while in sinus tachycardia between 19:29:54 and 20:15:38. The post-shock rhythm of the treatments was sinus tachycardia. The nurse reported that the patient was awake in a nursing facility at the time of the event. The patient was sent to the hospital. The response buttons were pressed briefly after the first treatment, but the response buttons were not pressed during the treatment sequences that resulted in the inappropriate defibrillations. The patient was taken to the hospital and ended use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to the hospital and ended use of the lifevest. H3: device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Device manufacture date: monitor sn (B)(4): reuse. Electrode belt sn (B)(4): 04/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).